Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was released after one deployment. A post implant effusion sweep showed a mild pericardial effusion about two to three minutes post procedure. A pericardiocentesis was performed and approximately 125cc of bright red fluid was drained. There were no changes reported in patient vitals. The catheter was left in place, and the patient was admitted to the hospital overnight. The patient was noted to be on eliquis at the time of the procedure. There were no further complications reported and the patient was discharged.